Event description:
During a supraventricular tachycardia procedure, upon insertion of the ablation catheter, the catheters all shifted on the screen outside the mapping model and the location data was not accurate enough to proceed with ablation. An attempt to re-induce the arrhythmia to make a new map which was unsuccessful. The ablation was abandoned and the case ended with no further patient consequences.

Manufacturer narrative:
Software review of the ensite x cardiac mapping system voxel mode confirms that in some cases a shift can occur. If a shift occurs, it is recommended to remove any metal that may be causing distortion. Additionally, use the prs setup screen to align the prss to the original location, reset metal baseline, or begin a new study. See ensite x ep system IFU, setup, system, prs sub-tab.